Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard that is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge on the product. Results: visual inspection of the provided photograph revealed that the opt944 optiflow + nasal cannula was found detached from the swivel connector. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula include the following warnings: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that an opt944 optiflow + adult nasal cannula broke between the tubing and connector during use when turning the patient as part of standard patient care. The patient was reported to have desaturated. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an opt944 optiflow + adult nasal cannula broke between the tubing and connector during use when turning the patient as part of standard patient care. The patient was reported to have desaturated. No further patient consequence was reported.